Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the system will not power up. Upon troubleshooting, fse identified mpdu controller board is defective, and the fuse got blown every time it was replaced. The fse suggested for a replacement of mpd control board. However, the replacement of mpdu and fru spare fuse box m-cab were done in another work order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not powering up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.